Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 13apr2021.

Event description:
It was reported the battery does not work. There was no patient involvement. The field service engineer (fse) determined the battery needed to be replaced. The fse replaced the battery and the issue was resolved.